Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the tubing leaked while connected to a patient. There was no harm.

Event description:
It was reported that the tubing leaked while connected to a patient. There was no harm.